Event description:
It was reported the patient had fallen. Since falling, the patient has been experiencing knee irritation when stimulation is on. Reprogramming was unsuccessful. X-rays revealed lead migration. The patient will undergo a CT scan and may meet with an orthopedic doctor about her knee. The patient will follow-up with her doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.